Event description:
It was reported the pt had to increase the amplitude of the ipg in order to receive the same pain relief. This caused the pt to recharge frequently. The pt felt the stimulation was still too weak. F/u identified the physician replaced the ipg. It was reported the pt was well postoperative.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.